Manufacturer narrative:
(B)(6). H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the y replacement line. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. The baxter manufacturing plant has several control measures in place to help identify failure modes such as in-process integrity testing of the filter before deposit on support plate, 100% final integrity testing and functional testing on a sampling basis during release controls. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed originating from the replacement line of a prismaflex m150 set. The event occurred during an unspecified process step while the patient underwent hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.